Event description:
It was reported that this pacemaker system was oversensing ventricular signals on this right atrial (ra) lead channel. This resulted in stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and recommended adjusting the programmed sensitivity and blanking period as troubleshooting. No adverse patient effects were reported. Currently, this ra lead remains in service.